Event description:
It was reported that during an intervention with the catalyst. The laser continued to laser even though the surgeon had removed his foot from the foot pedal. It was reported that the patient was not affected and is doing well. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The catalys system is not an implantable device. Section d6b - explant date: not applicable. The catalys system is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: a field service engineer went on site the same day to evaluate the catalys system. The system was checked and a test treatment was performed. During the test, the laser stopped when the foot switch was released. The system is performing to specification a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.